Event description:
It was reported that approx 20 minutes into a unicondylar knee replacement, the tourniquet cuff began to leak. The cuff was replaced with a backup and the procedure was completed successfully as planned. There was minimal bleed through and no adverse consequences associated with this event.

Manufacturer narrative:
The device has been received by the MFR for investigation. The investigation is ongoing. The device has been received by the MFR for investigation. When the investigation is complete, a f/u report will be filed.